Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended which caused the ipg to be inoperable. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Additional information was received that this adverse event was already reported under manufacturer report number 1627487-2024-07560.

Event description:
Additional information was received that this adverse event was already reported under manufacturer report number 1627487-2024-07560.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.